Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope angle on the vision side cart (vsc) touchscreen was not correct. The customer received phone assistance from the technical support engineer (tse). The issue was resolved without any action. The tse advised the customer to check the endoscope rotation movement or to reinstall the sterile adapter (sa) if the issue would reoccur. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image angle on the vision side cart (vsc) monitor was different from the actual angle of the endoscope. The image was not inverted. The event did not involve a reversed control of the system arms. The vision orientation did not change on its own. The endoscope moved freely with uncontrolled motion. The issue did not result in patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The issue was resolved without any action being required by field service. The tse advised the customer to check the endoscope rotation movement or to reinstall the sterile adapter (sa) if the issue would reoccur. No site visit was conducted. The reported event was resolved and the procedure continued.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and response from the customer confirmed that the endoscope issue was resolved without no further action required. The referenced endoscope remains in use and will not be returned to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.